Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered .

Event description:
The customer received a blood glucose reading of 227mg/dl on the contour next ez. He manually entered it in his pump and received 2.5 units of insulin. He lost consciousness and the paramedics were called. They tested him with their meter and the reading was 22mg/dl. The customer was given a glucose injection and he regained consciousness. Another test was run and the reading was over 100mg/dl. The customer was advised to return the strips for evaluation. New meter and strips were sent to the customer.